Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 10 mg/ml concentration at 1.803 mg/day dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). Pump status and/or event log reported motor stall occurred and motor stall (active). The emergency room hcp admitted the patient to a "floor bed" without much monitoring. The patient was giving anti-nausea medication and a IV bag of fluids. He did not believe the patient was getting medications through their IV because the patient was going through withdrawal since the ER hcp "did not address the issues on sunday". The patient was being transferred where the managing hcp was. They hoped the transfer would better address the patient's withdrawal symptoms. They planned to replace the device tonight. He planned to return the product back to manufacturer for analysis. The hcp provided the tracking number for the return mailer kit. No further complications were reported.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), product type: catheter, UDI (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. Per the logs; motor stall (B)(6) 2018 at 9:43 pm; (B)(6) 2018 at 9:43 pm stopped pump duration exceeded 48 hours; (B)(6) 2018 at 5:23 am pump motor stall recovery.

Manufacturer narrative:
Pump and catheter were returned and analysis found pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Catheter/pump connector/user damage beyond intended reliability. If information is provided in the future, a supplemental report will be issued.